Manufacturer narrative:
(B)(4). The investigation showed that there was one fiber cracked. This could happen if the fiber is shrinking or the device gets an external stress. (B)(4).

Event description:
On (B)(6) 2012 the customer stated that there was a leakage noted on the blood outlet immediately after start. (B)(4).